Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. Upon inspection it was noted that the defib conductor of the lead was distorted.

Event description:
It was reported that during the implant procedure the physician questioned a slight curve at the distal end of the lead when taken out of the package, has difficulty positioning the lead and felt the proximal coil was unraveling. The lead was not implanted. No patient complications have been reported as a result of this event.